Manufacturer narrative:
It was reported that the device had a loose/wobbly wheel. The customer tried sitting down and she fell to the ground and landed on her face. She spent that night in the hospital and said that they did a full MRI and she broke a bone in her nose. She also said that her face is bruised. No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Loose wheel.